Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by a patient through the edwards (B)(4) patient registry, three months post valve in ring procedure (29mm sapien 3 valve in an edwards mitral valve ring), echo showed the valve to be ¿leaking in 3 places¿, resulting in ¿the loss of red blood cells.¿ the patient states he is ¿now anemic and was previously haemochromatosis¿ and has received a total of 4 blood transfusions.

Manufacturer narrative:
Additional information was requested but was not forthcoming. Per the instructions for use, paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. The edwards sapien 3 transcatheter heart valve is indicated for patients with severe symptomatic calcified native aortic valve stenosis. Deployment of the sapien 3 valve in a previously implanted mitral ring is not indicated per the labeling; therefore the labeling (ifus and ew training manuals) do not instruct the operator how to position the sapien 3 valve in this scenario. In this case, the deployment of a thv valve in a d shaped mitral ring may have contributed to the paravalvular leak.